Event description:
The lay user/patient contacted lifescan in early 2009, and alleged that her one touch ultra meter was displaying the error 2 message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred the same day at 12:35 pm. She also reported that 1-1 1/2 hours after the product issue began, she was "feeling low blood" (specific symptoms not provided). As a result, she had more food/drink. The patient did not receive any medical treatment. At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good. However, it was discovered that the patient's testing technique was incorrect (use error). The alleged issue was resolved when a retest was performed. This complaint is being reported because the patient claimed to have experienced low blood glucose (specific symptoms not provided) after the product issue began. The alleged issue was resolved with troubleshooting. The patient did not receive medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.